Event description:
Rest of tampon remained in vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage]. When attempted to take out tampon, string pulled out [complication of device removal]. Case description: consumer reported via e-mail that she attempted to remove tampon and the tampon string pulled out of the tampon. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress. An investigation is in progress for returned product received on december 6 2021.

Event description:
Rest of tampon remained in vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage]. When attempted to take out tampon....string pulled out [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via e-mail that she attempted to remove tampon and the tampon string pulled out of the tampon. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Rest of tampon remained in vagina [foreign body in reproductive tract]. String pulled out of tampon [device breakage]. When attempted to take out tampon....string pulled out [complication of device removal]. Case description: consumer reported via e-mail that she attempted to remove tampon and the tampon string pulled out of the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.